Event description:
It was reported that unspecified oversensing and low pacing impedance were noted on the right ventricular (rv) lead. The rv lead was capped and replaced on 13 aug 2025. There were no adverse health consequences to the patient.